Event description:
It was reported by service report that the patient foot left side rail was not locking in the up position. Also, the ground prong on the power cord was missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Missing ground prong on power cord. Siderail not locking in up position.